Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 446 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer was advised to turn sensor feature off. The customer was advised to perform reconnect old sensor. The insulin pump will not be returned for analysis.